Manufacturer narrative:
Expiration date(s), completed catalog #'s and unique identifiers (UDI#): unknown, because the serial numbers were not provided. Unknown if the lenses were implanted and unknown if explanted. (B)(6). Device manufacture date(s): unknown, because the serial numbers were not provided (B)(4). Device evaluation: the preloaded delivery systems were not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial numbers were not provided therefore the manufacturing records for the intraocular lenses could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a few preloaded delivery systems, model pcb00, had a barb on the tip of the cartridges. Reportedly, the surgeon had one case where he had to discard the preloaded device as he described that the barb tip make it too challenging to implant the intraocular lens (iol). No patient injury was reported. No further information was provided.